Manufacturer narrative:
Product event summary: analysis confirmed the reported event, after removing the battery, the device shuts down immediately. The capacitors are worn. It was also noted that all bails and bail covers were missing, two screws were missing and one main board screw was loose. The unit was cleaned and calibrated, new bails and bail covers were installed, both capacitors were replaced, the loose main board screw was fastened. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shuts off immediately when changing the battery. The epg was returned for service. There was no patient involvement.